Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two systems, one for scs and one for pns (off-label) stimulation therapy. The pns system was implanted with two leads from the same lot number. It was reported one of the patient's lead for the pns system moved and eroded out through her skin. The entire pns system was removed.